Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal difficulty occurred. The mid left anterior descending (lad) artery was predilated with a 2.5x20mm sprinter balloon, inflated to 20 atm's for 20 seconds twice and again to 8 atm's for 20 seconds. The physician placed the taxus express2 3.5x16mm drug eluting stent in the mid lad. The stent balloon was inflated to 10 atm's for 20 seconds. When the physician tried to remove the stent delivery system, "it was hardly possible to pull back the balloon from the stent, balloon stickiness, balloon could be pulled back only with the whole system (guiding catheter, guidewire, balloon)." No pt complications were reported.

Event description:
Additional info was received. The 90% stenosed lesion was in a severely tortuous and moderately calcified vessel. The device had been introduced and removed from the pt 2 or 3 times before the balloon withdrawal difficulty occurred. The physician did not encounter any deflation difficulties. The device was able to be removed as a unit with the guide catheter and the guide wire. No damage was noticed on the device after it was removed.